Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed critical pump error. Customer's blood glucose was unknown at the time of the incident. It was reported that the customer was swimming before the error. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with critical pump error and unable to download due to corroded electronic assemblies. Unit was received with corroded battery tube and corroded motor home switch. Unit was received with minor scratches on case, cracked select button keypad overlay, missing display window cover, pillowing keypad overlay, keypad overlay texture damage, cracked retainer and minor scratches on lcd window.